Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation however we did receive performance data collected from the device and have analyzed the data. The data revealed two pors recorded due to "starvation of hall sensor task detected (events not handled for more than 5 seconds)". One on (B)(6)2008 and the other on (B)(6)2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, the programmer displayed an error code indicating the device experienced an electrical reset. It was further reported the device is functioning within normal limits. The device remains in use. No patient complications have been reported as a result of this event.